Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in a clinic for follow-up. Upon interrogation, the right ventricular lead impedance was noted to be high. All other readings were within normal limits. No noise or impedance changes were noted with isometrics. The patient had no injury or complications due to the high impedance. The physician elected to monitor the lead.

Event description:
Related manufacturer reference number: 2017865-2021-16119. New information states that the patient presented for a lead revision and generator change. The patient has a history of abnormal high impedance on the right ventricular pace/sense portion of the lead. The physician felt like the issue was with the pacemakers and not the lead. During the procedure, the pace/ sense impedance on the chronic generator and the lead were checked multiple times and impedance was noted to be high and varying. The lead was then checked through the psa and the lead impedance was consistently stable. The lead was then connected to the new generator and impedance checks were performed at least 30 times. The lead impedance was consistently stable. The new generator was implanted into the pocket and the incision closed. The patient tolerated the procedure well.

Event description:
New information notes that the physician noted there was not any apparent evidence of lead malfunction alleged during the generator change performed on (B)(6) 2021 along with additional malfunction of diminished r-waves on the lead, and that the physician had alleged a header malfunction on the implantable cardioverter defibrillator.

Event description:
New information states that the lead continued to exhibit high pacing impedance. Noise oversensing was also noted resulting in inappropriate vf detection. No therapy was delivered. The physician elected to monitor the patient. The patient was asymptotic before, during, and after the interrogation.